Event description:
It was reported while scraping the medullary canal to implant the stem implant, the tip of the instrument stuck into the medullary canal and the surgeon could not extract it. The surgeon implanted the stem on top of the fractured piece. The fractured piece remains in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: unknown 15 x 210 arcos stem. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the fractured piece remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h4, h6, h10 visual examination of the provided pictures identified the tip has damage over the surface and to the threads, no definitive fracture is seen in the provided images. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: test bullet extension tip remains within the femoral stem distal to the femoral component of the arthroplasty. No fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.